Manufacturer narrative:
This follow-up report is being filed to relay this report is for the same patient and event as medwatch 1825034-2015-00541. The event was reported twice in error.

Event description:
It was reported that patient underwent a right arm fixation procedure on (B)(6) 2015. During the procedure, the tip of the screwdriver fractured in the screw head while tightening the screw. The fractured tip remains in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments; "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."